Event description:
It was reported that a patient who was enrolled in a post-market registry study, underwent an ion endoluminal lung biopsy procedure and developed hypoxia and atelectasis post-procedurally that required re-intubation and prolonged hospitalization. The target lesion was 12 x 12 x 14 mm in size, located in the left upper lobe, and 32mm from the pleura. The procedure was completed without issues reported or device malfunctions. No unexpected bleeding that occurred during the biopsy. However, after the ion system was undocked, the user performed staging via mediastinal lymph node biopsy (using linear ebus) and the patient experienced some bleeding that developed into a clot. Upon waking up, the patient was found to have atelectasis on the right side due to this clot. The patient was experiencing hypoxia and required prolonged hospitalization and re-intubation for clot extraction. The patient was extubated within 24 hours and discharged the next day.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that an ion product caused or contributed to the incident. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.